Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were intermittently unresponsive for a couple months. The patient confirmed that there was no damage to the keypad. The patient reportedly wore the pump with a pump skin in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and contrast buttons were found to be intermittently responsive. During investigation, evidence of contamination was found under the contrast, down, and up button key contacts.